Event description:
It was reported that the battery of this pacemaker had an estimated remaining longevity of 1.5 years approximately three months ago. Recently an in-clinic follow-up was performed, and the patient experienced a syncopal episode and seizure when interrogated with a 3300 programmer. Of note, the patient is pacemaker-dependent. When the pacemaker was interrogated with a 3120 programmer, no adverse patient effects were seen and the health care professional (hcp) noted the device had already reached a battery status of end of life (eol). Subsequently, the patient underwent a revision procedure, and a pacemaker replacement was performed. First, a temporary pacemaker was placed in the right ventricle (rv). After that and before starting the pacemaker replacement procedure, a 3300 programmer's telemetry wand was placed near the pacemaker in order to interrogate it. Before clicking the "quick start" button, an asystole event occurred, lasting approximately three seconds, until pacing was programmed with the temporary pacemaker. The pacemaker was then interrogated with a 3120 programmer. The patient was okay and no asystole occurred. The pacemaker was found to be in safety mode. No additional adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the battery of this pacemaker had an estimated remaining longevity of 1.5 years approximately three months ago. Recently an in-clinic follow-up was performed, and the patient experienced a syncopal episode and seizure when interrogated with a 3300 programmer. Of note, the patient is pacemaker-dependent. When the pacemaker was interrogated with a 3120 programmer, no adverse patient effects were seen and the health care professional (hcp) noted the device had already reached a battery status of end of life (eol). Subsequently, the patient underwent a revision procedure, and a pacemaker replacement was performed. First, a temporary pacemaker was placed in the right ventricle (rv). After that and before starting the pacemaker replacement procedure, a 3300 programmer's telemetry wand was placed near the pacemaker in order to interrogate it. Before clicking the "quick start" button, an asystole event occurred, lasting approximately three seconds, until pacing was programmed with the temporary pacemaker. The pacemaker was then interrogated with a 3120 programmer. The patient was okay and no asystole occurred. The pacemaker was found to be in safety mode. No additional adverse patient effects were reported.